Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.

Event description:
Caller reported aviva system 1 blood glucose result of hi, which on the system indicates a result in excess of 600 mg/dl, and aviva system 2 result of 128 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.